Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a post-op inspection after a mandibular distraction surgery on (B)(6) 2017 it was determined the patient had to be brought back into the or for a revision surgery due to screws not holding plates in place and the bone had stripped causing the screws to come through.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the devices were not returned. As a result a thorough visual, functional, or dimensional investigation also could not be performed. Additional information provided indicated that the initially correct function of the device after implantation was confirmed. Furthermore, it was stated that the newborn (according to the who definition younger than 28 days old) had soft bone quality, which is a contributing factor for the reported, determined screw loosening. A further contributing factor for screw loosening could be the use of self-drilling screws. The related instruction for use (IFU) states the following references: ¿contraindications insufficient quantity or quality of bone precluding adequate fixation¿. Furthermore, the IFU lists that: ¿operation overview: in neonates and infants up to 2 years of age: the 20 mm distractor having four-hole footplates may be more suitable in view of the typically shorter distraction distances and smaller mandibles observed in this patient sub-population. The 1.7 mm self-tapping screws may be preferred in view of the lower mineral content of bone in this patient subpopulation where initial pilot hole drilling may reduce the risk of screw stripping during fixation. However, the surgeon must exercise clinical judgment to determine the most suitable option.¿ based on the statistical evaluation, as well as, the previously performed investigation where the product was returned, the provided additional information, and based on the information and recommendation in the related instruction for use (IFU), the root cause can be most likely be attributed to a user-related handling issue. Due to the soft bone quality (a listed contraindication in the IFU) in combination with the use of self-drilling screws versus the stryker¿s recommendation to use self-tapping screws in such a young patient (newborn), it can be concluded that these factors potentially led to the reported screw loosening. Indications for a design, material, or manufacturing related issue could not be found in the investigation. Therefore, no corrective and/or preventive action is deemed necessary at this time.

Event description:
It was reported by a company representative that during a post-op inspection after a mandibular distraction surgery on (B)(6) 2017 it was determined the patient had to be brought back into the or for a revision surgery due to screws not holding plates in place and the bone had stripped causing the screws to come through.